Event description:
It was reported that since 2006, there has been progressive damage to the electrode array, probably due to mechanical stress and/or micro-movements of the electrode array. There are now only 4 channels which are suitable for use.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow-up report.